Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several shocks while the patient was experiencing a ventricular tachycardia (vt). The shocks were deemed to be ineffective by the physician and the vt continued. The physician performed a ventricular ablation procedure to stop the ventricular excitation. This s-ICD system was subsequently explanted due to infection. A new epicardial implantable cardioverter defibrillator (ICD) system was successfully completed. No additional adverse patient effects were reported. The explanted device was destroyed at the explanting facility therefore further analysis cannot be completed.